Event description:
Patient was implanted with a remede system on (B)(6) 2024. On (B)(6) 2024, patient had successful therapy activation. On (B)(6) 2024, patient was evaluated in the office by (B)(6), fnp for therapy changes. Available notes do not mention any possible infection. On (B)(6) 2024, patient presented virtually to the implant center with a swollen and somewhat red pocket. Patient was scheduled for an appointment on (B)(6) 2024. On (B)(6) 2024, patient had bloodwork and the remede system removed due to suspected pocket infection.

Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2024-00011 originally submitted on 17dec2024. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.